Event description:
During an angiogram procedure performed in the radiology dept. The rotators on two high pressure tubing (hpt) stes broke. The second hpt tubing set was used to replace the first set, and the connection also broke on this set. The third set was used without incident. The hpt was connected to a micro-catheter and set for a pressure of 500psi. Contrast agent sprayed from the broken rotators. However, the sprayed contrast agent did not contact the pt or users. No injury or harm resulted from this.